Event description:
A medtronic representative reported a stealthair frame that does not attach well to reference arm; threads on the reference arm are stripped. This is part of an evaluation set and was not discovered during clinical use. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
The inventory of this device was inspected with no manufacturing anomalies found. The most likely root cause was starting to thread the device at an angle and then applying excessive force to a cross thread. This failure mode is mitigated in the device labeling. The instructions for use (IFU) that accompany the device warn the user to inspect the device during setup for damage to the assembly and mechanical function: "warning: before use, examine the device for damage and deterioration. Do not use any compromised device. Abandon use of any device damaged during the procedure." "Warning: slippage of the arm after registration may result in inaccurate navigation. Hand-tighten all connections securely. Confirm that the connections are sufficiently tightened by applying pressure against the radiolucent articulating arm and verifying that it does not deflect from its locked position." "Warning: slippage of the articulating arm after registration may result in inaccurate navigation. Make sure the articulating arm is locked securely in position. Do not bump or move the articulating arm."

Manufacturer narrative:
As reported, the threads at the base of the frame mount are cross threaded.